Event description:
It was reported that the nurse stated that they were going to start therapy on a patient. When they turned the arctic sun device on, it was alarming reservoir empty. They were trying to fill the reservoir, but it was not taking up any water. Confirmed they did not have any pads connected. Had nurse confirm the fluid delivery line (fdl) was connected and clear fill tube was in the fill port. Nurse tried filling reservoir, still not taking up any water. Had nurse remove fluid delivery line (fdl), nurse stated that there was no suction on the right port and very minimal suction on the left port. Informed nurse the circulation pump might have gone out. Informed nurse to send this device to biomed and swap to another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. Confirmed they did not have any pads connected. Had nurse confirm the fluid delivery line (fdl) was connected and clear fill tube was in the fill port. Nurse tried filling reservoir, still not taking up any water. Had nurse remove fluid delivery line (fdl), nurse stated that there was no suction on the right port and very minimal suction on the left port. Informed nurse the circulation pump might have gone out. Informed nurse to send this device to biomed and swap to another device. Per additional information received, transferred to the biomed. Spoke with biomed who confirmed a replacement of the circulation pump as well as the fdl. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: b, d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were going to start therapy on a patient. When they turned the arctic sun device on, it was alarming reservoir empty. They were trying to fill the reservoir, but it was not taking up any water. Confirmed they did not have any pads connected. Had nurse confirm the fluid delivery line (fdl) was connected and clear fill tube was in the fill port. Nurse tried filling reservoir, still not taking up any water. Had nurse remove fluid delivery line (fdl), nurse stated that there was no suction on the right port and very minimal suction on the left port. Informed nurse the circulation pump might have gone out. Informed nurse to send this device to biomed and swap to another device. Per follow up information received via task on 03jun2025, transferred to the biomed. Spoke with biomed who confirmed a replacement of the circulation pump as well as the fdl. They noted the fluid delivery line (fdl) looked like it was getting old and cracking. The fdl was disposed of and device returned to service.